Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis revealed that the display on the programmer had no black light which was caused by an inverted pcb. Visual inspection had revealed that the lower spool on the programmer had overheated and melted the cover on the programmer. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis concluded that the blank screen was a result of a overheated inverted on the programmer. The programmer was archived.

Event description:
Boston scientific received information that during a recent interrogation the screen on this programmer went blank. Attempts were made to reboot the programmer, however were unsuccessful the screen remains blank. The programmer was deactivated and returned for analysis. No adverse patient effects were reported.